Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Evaluation of the subject device is anticipated but has not yet begun. The cause of the balloon detachment could not be determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the common and external iliac arteries. During removal of the catheter, the balloon hung onto the 6 fr terumo sheath. There was excessive force put on the catheter resulting in the distal marker band along with the balloon itself to remain in the body. Multiple unsuccessful attempts were made to snare out the remaining portion of the balloon. They then were able to advance a wire past the balloon left in the arteriotomy and a covered stent was implanted to push the detached component to the vessel wall to establish brisk flow back to the iliac. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of detached balloon was confirmed. The device arrived fragmented with part of the balloon and distal end of the catheter missing. All emitters showed signs of wear indicating that they were fired as expected. Based on the reported information and investigation observations, the cause of the reported failure is unknown due to the condition of the returned device. It is possible that the balloon was not fully deflated and therefore made it more difficult to withdraw through the sheath. However, this cannot be confirmed. There was no patient harm reported. The patient is currently doing well. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.